Event description:
It was reported that the device was explanted in 2008 after a 1 month of implant duration due to an unk reason. No other details were provided.

Manufacturer narrative:
Device not returned.